Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings. The customer's blood glucose reading was under 20 mg/dl. The customer stated that she is a brittle diabetic and had low readings like crazy. The customer was treated with glucose gel. The customer stated that he was not in a vehicular accident. The customer was advised to be sent to a sensor tech.